Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The right sided control panel pcb card was evaluated and replaced. The gib pcb coin battery was also replaced during the service event. The system was tested and found to be working as intended and returned to service.